Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior, creases fold, wear abrasion and white particles leak test and microscopic analysis was performed which identified: opening crease smooth on anterior, observed void on valve side within specification per qa199.06 (texture side) and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a smooth crease opening on anterior due to fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
The device has been explanted.